Event description:
Follow up information received reported confirmed that the cause of the event was that there was a "breakage in the system". Impedance testing showed values >4000 ohms on all measurements. The patient symptoms associated with the event were noted as "unrelieved pain". Surgical exploration occurred on (B)(6) 2009, at which time the patient's implantable neurostimulator (ins) and extension were replaced. It was noted that the patient has not been seen by their healthcare professional since (B)(6) 2012. The patient outcome was reported as no injury.

Event description:
It was reported that the patient's leads broke in 2008 and the whole system had to be replaced. No reason/cause was given as to why the leads broke. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2009-(B)(6), product type extension product ID 3387-40, lot# l70665, implanted: 2000-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device appears to have been used for off label indication. The indication device was used for was (B)(4).